Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol set was missing the airway filter. This issue was discovered during setup and priming and the device was not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that a leak was discovered on the same clearlink buretrol set due to the missing filter. This issue was also discovered during setup and priming. The device was returned for evaluation. Visual inspection performed using the naked eye noted that the assembly of filter, tubing and slide clamp are missing. Closer visual inspection of the burette end showed there to be no residual solvent bond present. Functional testing could not be performed due to the condition of the returned device. The reported issue was verified. The cause was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.